Event description:
This is a spontaneous report by a baxter employee nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient was given a loading dose of vancomycin 1gm ip and began treatment with "ciptaz" 4.5gm ip once daily. The root cause of the peritonitis was unknown. At the time of reporting, the outcome of the peritonitis was unknown and the patient continued to receive remedial therapy with ciptaz. Dianeal and extraneal therapies continued. The reporter did not provide an assessment of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.